Manufacturer narrative:
Product event: (B)(4). Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
During a pacemaker exchange, the surgeon reported the plasmablade device caused unintended soft tissue damage while utilizing in the pocket. No interventions were reported.

Manufacturer narrative:
Product analysis #(B)(4). Brief description of complaint: during a pacemaker replacement procedure, heating occurred from the shaft part (coating part for insulation) of the plasmablade and resulted in coagulation of the tissue at unintended area. Investigation conclusion: complaint not confirmed: the device successfully connected and activated upon depression of the buttons. There were no failures found upon activation. Unintended tissue effect was not notice during analysis. Additionally, a loose connection between the device and complaint lab generator was noticed during investigation. If information is provided in the future, a supplemental report will be issued.

Event description:
During a pacemaker exchange, the surgeon reported the plasmablade device caused unintended soft tissue damage while utilizing in the pocket. No interventions were reported.